Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/1/2020. H.6. Investigation: one photo and one physical sample was provided to our quality team for investigation. The product was visually inspected and the thumb press is observed to be broken, the broken piece was not within the blister package. A device history review was performed for lot 2007032, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the thumb press breaking. The areas where pieces move within the manufacturing equipment are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment.

Event description:
It was reported that the syringe 50ml ll experienced a broken/damaged plunger rod. The following information was provided by the initial reporter: syringe pistons still in a broken blister pack, the missing part not being present in the blister pack.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 50ml ll experienced a broken/damaged plunger rod. The following information was provided by the initial reporter: syringe pistons still in a broken blister pack, the missing part not being present in the blister pack.